Manufacturer narrative:
Reported patient age (12 years) is the mean age of all patients included in the study. Reported patient sex (male) is representative of the majority of patients included in the study. PMA/501k is unknown as the model of axium coil was not reported in the literature article. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Gürünlüoglu k, yildirim io, kutlu r, et al. Advantages of early intervention with arterial embolization for intra-abdominal solid organ injuries in children. Diagn interv radiol 2019; 25:310¿319; doi 10.5152/dir.2019.18559. Medtronic review of the literature article found a study population of 21 pediatric patients were treated after sustaining blunt abdominal trauma with microparticles and axium coils. It was noted that this use of axium coils is off-label as axium coils are marketed for endovascular embolization of intracranial aneurysms and neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. There were no reported device malfunctions/deficiencies or intra-operative issues. It was reported that all procedures were considered successful. It was noted that mechanical ventilation was required in three patients in the late embolization (le) group who had needed massive blood transfusions. In those patients pleural effusion developed so thoracic catheters were inserted for drainage; the catheters were removed after an average of 3 days. Two patients in the early embolization (ee) group received antihistamine treatment due to allergic reactions after fresh frozen plasma was administered. However, these events are not considered related to the axium coils or the procedure but rather to the patients' index conditions and/or blood products received related to their index condition. Adverse events noted in the article included: one patient in the le group who was treated for grade 5 kidney injury developed renal hypertension 5 months after discharge. The hypertension was controlled with medical therapy. One patient from the ee group developed renal abscess 1 month after the procedure and recovered completely after percutaneous drainage and medical treatment. Both patients were discharged after recovery.